Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Customer had already attempted extended charging without success, had no alternative charging cable or wall adapter available, and was advised to rely on healthcare provider support if pump battery depleted, while technical support arranged shipment of replacement charging cable and wall adapter.